Manufacturer narrative:
The reported malfunctions were observed during initial testing. The reported malfunction of "no power up", was observed and attributed to a faulty fuse on the battery interconnect board. The reported malfunctions of "pacer fault 116", "pacer disabled", "defib disabled", "defib fault 72" messages were attributed to a faulty relay on the hv module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up in battery power. Once ac power is applied, the device displayed "pacer fault 116", "pacer disabled", "defib disabled", "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.